Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient received a dose of 396.3mcg/day at a concentration of 2,000mcg/ml of fentanyl via an implantable infusion pump for non-malignant pain, lumbar radiculopathy, and spinal pain. It was reported that the patient had a refill on (B)(6) 2016 and shortly after the patient collapsed and became unresponsive, overdose symptoms. The rep was contacted and met the patient at an emergency room (ER). Patient was awake and alert at that time. The rep interrogated the pump and spoke with the nurse who filled the patient's pump who suggested the pump be turned to minimum rate. When the rep met the patient at the emergency room (ER), she had a magnet taped on her skin over her pump by someone at the ER. The rep was unaware of who suggested this be done. The magnet was removed, and the patient's pump was updated to the lowest possible daily dose in simple continuous per verbal order from a hcp. The patient's pump was interrogated shortly after the update the simple continuous and a motor stall recovery was noted.

Manufacturer narrative:
This supplemental report reflects the removal of (B)(4) and addition of (B)(4).

Event description:
Additional information was received from a healthcare provider. It was stated that the reason for the patient¿s overdose was a subcutaneous absorption of medication. A work up indicates a partial pocketfill. Reservoir access was checked and fluoroscopy was done as diagnostics related to the overdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.